Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose levels over the course of the previous night and into the following day. The patient indicated uncertainty regarding the timing of the most recent supply change, estimated to have occurred approximately two days prior. Review of device alerts indicated an expired insulin set, and the patient also reported receiving an occlusion alert earlier that day. The patient was advised to change all supplies due to the presence of both alerts. Initially, the patient expressed reluctance and concern that the device itself was malfunctioning rather than the supplies. Education was provided regarding the meaning of an occlusion alert and the importance of changing supplies under these circumstances. The patient ultimately agreed to change supplies but declined step-by-step assistance, stating comfort with completing the process independently. The patient was using a 6 mm, 23-inch infusion set and was unable to provide a lot number. At the time of contact, the patient¿s blood glucose level was reported at 354 mg/dl. The patient reported that blood glucose levels were affected, with a highest recorded level of 356 mg/dl and levels outside the target range for approximately two hours. No backup therapy was used at that time, no ketone testing was performed, no professional medical intervention was received, and no additional assistance was required. No immediate health effects were reported. During a follow-up contact, the patient reported having run out of cartridges and had disconnected from the device and reverted to backup therapy. The patient was unsure when the next supply shipment would arrive and reported a possible insurance-related issue preventing shipment of supplies. Arrangements were made to send replacement supplies so the patient could resume device use, and the patient was advised to contact the distributor to confirm the status of the order and to seek additional assistance if needed to resolve insurance or distribution concerns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.